Manufacturer narrative:
Siemens has requested instrument files and more information for further investigation. The instrument files have been received. Investigation is underway. The cause of this event is unknown.

Event description:
Customer reported that they received a discrepant low total hemoglobin (thb) result compared to retesting on their laboratory analyzer. It is unknown if repeat testing was performed on the same sample. There is no report of injury due to this event.

Manufacturer narrative:
A review and evaluation of the provided limited data from the instrument log was performed, aqc expected recovery, reagent response curves, and calibration history were reviewed. There were no cx files provided for review. The instrument is performing as intended based on the limited data provided. Definitive root-cause for observed differences between thb results for the patient samples in question could not be determined due to the lack of cx files for the measurement cartridge in use on the escalation dates. A thorough investigation on the performance of co-oximetry optical subsystem responsible for the measurement of thb could not proceed. Note that optical thb measurements are dependent on the quality of the sample, and specifically the red blood cell concentration. Pre-analytics such as differences in collection practices, insufficient mixing, and time differences between comparative measurements may play a part in the observed differences between the results. For an accurate measurement of thb in whole blood, it is known that thorough mixing and rotating of the red blood cells immediately before analysis is required. No product problem identified.